Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer changed out infusion set supplies to address issue. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level ranged from 130-250 mg/dl.